Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a left bundle branch block was observed from the point of no recapture, and remained present following valve implant. Subsequently, the temporary pacemaker was left in place following the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial#: (B)(6), ubd: 08-may-2026, UDI#: (B)(4); other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012178222); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.